Event description:
Customer reported that he had high blood glucose, changed the reservoir and noticed that the reservoir leaked. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluison can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.